Event description:
It was reported that the patient presented for initial implant. Device interrogation of the new implantable cardioverter defibrillator revealed an output anomaly. The device was not capturing, sensing, and had no impedance measurements. The device was no used and another ICD was used to complete the procedure. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.